Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced approximately two weeks later. No further patient complications have been reported as a result of this event.